Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: a complaint device was accidentally returned under an arr. This complaint was created for the returned device. Additional information received from clinical coordinator [hospital] via email on (B)(6) 2024: it was defective upon use during a procedure. We completed our network's defective product form and sent it to applied medical. Additional information received from (assoc. Customer relations rep, applied medical) via email on (B)(6) 2024: plastic tip of endo catch bag detached during removal of gallbladder. The plastic endo catch tip was retrieved and removed from the patient's abdomen. Counted items were correct and pieces from the endo catch bag were accounted for and correct. Additional information received from (assoc. Customer relations rep, applied medical) via email on (B)(6) 2024: alert date was (B)(6) 2024. Additional information obtained from hospital representative on (B)(6) 2024 via email there was no patient injury or illness that occurred with the complaint event. The device was withdrawn from the patient, using a kelly clamp to close the bag to prevent bile spillage onto the skin. The procedure was a laparoscopic cholecystectomy. The device was being used in the normal fashion, inserted through a trocar, which had been used throughout the entirety of the procedure before and after the incident with the device. Intervention: the plastic endo catch tip was retrieved and removed from the patient's abdomen. Patient status: no injury or illness occurred.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: a complaint device was accidentally returned under an arr. This complaint was created for the returned device. Additional information received from clinical coordinator [hospital] via email on 14nov2024: it was defective upon use during a procedure. We completed our network's defective product form and sent it to applied medical. Additional information received from (assoc. Customer relations rep, applied medical) via email on 15nov2024: plastic tip of endo catch bag detached during removal of gallbladder. The plastic endo catch tip was retrieved and removed from the patient's abdomen. Counted items were correct and pieces from the endo catch bag were accounted for and correct. Additional information received from (assoc. Customer relations rep, applied medical) via email on 15nov2024: alert date was (B)(6) 2024. Additional information obtained from hospital representative on 15nov2024 via email there was no patient injury or illness that occurred with the complaint event. The device was withdrawn from the patient, using a kelly clamp to close the bag to prevent bile spillage onto the skin. The procedure was a laparoscopic cholecystectomy. The device was being used in the normal fashion, inserted through a trocar, which had been used throughout the entirety of the procedure before and after the incident with the device. Intervention: the plastic endo catch tip was retrieved and removed from the patient's abdomen. Patient status: no injury or illness occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation visual inspection confirmed the complainant¿s experience of bead detachment, as the bead and clamp were detached from the bag. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.